Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when impedances were checked by a medtronic representative during stage 2 surgery a couple of weeks prior to the report, they were "okay." The neurologist indicated that "the lead looked like it was broken close to the burr hole area" on an x-ray that was taken. However, another physician indicated that "it was inconclusive and the lead appeared to have a bend." Impedances of the right hemisphere lead were checked by the neurologist, and everything was "high." It was unknown at the time of the report if the neurologist did any threshold testing. On the day of the report, impedances were checked again, and reported as follows: c,8 = 1,174 ohms; c,9 = 7,494 ohms; c,10 = 5,670 ohms; c,11 = 12,067 ohms. All bipolar pairs with electrode 11 were high, up to 14,000 ohms. Other bipolar values were not available at the time but no impedances were over 40,000 ohms. It was noted that a lead end cap was used at the end of stage 1 surgery. The reporter indicated that the patient was not communicative. There had been some improvement on the right side of the patient's body but no changes had been seen on the other side. It was unknown which electrodes were used for therapy and unclear if that side was even programmed. Additional information received 3 days later indicated that the patient was doing great and had no negative side effects. It was thought that the lead was completely separated by several mm. However, the impedances didn't show that and therefore "didn't match that philosophy." Since the patient was doing very well, the surgeon felt that all was well. The reporter indicated that the neurologist decided to see the patient sometime in november. Approximately 10 weeks later, it was further reported that impedances measured on case positive unipolar pairs a month prior to the report, were in the 4,000 ohm range. Two weeks afterwards, the impedances were all about 10,000 ohms. A week prior to the report, the impedances were back down to the 4,000 range, but on the day of the report; however, the impedances were back up to the 15,000 ohm range. All the bipolar pair impedances were reported to be "mildly" elevated, between 4,000 ohms and 7,000 ohms. It was noted that all the readings were taken at 3v. The reporter indicated that the patient had been complaining of some mild shocking in the chest that seemed to have gotten better since the patient was implanted. The patient's dystonia symptoms had also gotten mildly better. A week after the previous report, it was indicated that the patient was fine. Nothing had been done to resolve the issue at that point. The reporter indicated that the patient's physician had chosen to observe the situation over a period of time to see if anything resolved.

Event description:
Additional information received reported that the patient's therapeutic benefit had never been as robust as they would like, but there were mild improvements. In addition, side effects were seen with stimulation, so they were confident that therapy was getting through. It was reported that the patient had been having strange impedance values since implant in september. In october the case positive impedances were between 7000 and 9000 ohms and the bipolar impedances were between 8000 and 16000 ohms. The patient was seen again in november and the case positives were between 800 and 5000 ohms and the bipolar impedances were between 800 and 5000 ohms. The patient was seen again in december and all the case positives were in the 15000 ohm range and all the bipolar impedances were between 3000 and 5000 ohms. It was also reported that during threshold testing the patient experienced pulling / tightening of the arm on the contralateral side where the issue was being reported. It was unknown if the patient had been palpated. The surgeon was trying to schedule the patient for an appointment to consider revision of system. The patient reported some tingling in the pocket, so there appeared to be an issue.

Manufacturer narrative:
Product ID 3387s-40, lot # va01zjk, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37601 serial (B)(4) showed no significant anomalies and was functionally okay. The device passed final functional testing. It was noted that grommet #0 was loose/missing and that the setscrew was backed out too far.

Event description:
Additional information received reported that impedance test at 3v showed a bipolar pair to be 10,000 ohms. It was noted that the reporter was not aware of any stimulation or therapy issues. Additional information received reported that there was a low out of range impedance value. It was noted that the manufacturing rep saw a short on ¿8/11¿ of 90 ohms before revision surgery. It was noted that during surgery when the lead was placed in the external neurostimulator (ens) that no short was present. It was further noted that the patient was coming back on the day of report to check if short was present again. It was further noted that readings of >10000 ohms were reported. It was noted that the range before surgery was 10000-16000 ohms. It was further noted that inra op impedances were still the same when they tested just the lead for the right brain. It was noted that there was a ¿funny bend in the lead at lead site at top of head.¿ it was noted that they replaced extension for the right brain last week and impedances still 10000-16000 ohms when testing lead and extension. It was noted that patient has had fluctuating impedances since implant. It was noted that testing impedances while patient was in different positions gave the same results. It was noted that ¿they¿ were seeing some mild improvement on left side of the body. It was noted that the patient experienced a shocking or jolting sensation at implantable neurostimulator (ins) pocket site when they were being programmed. It was noted that the patient had been complaining of this shocking sensation since implant. It was noted that the manufacturing representative turned stimulation to 0.0v on the right brain side and patient was still feeling shocking sensation. The reporter stated that the patient ¿wasn¿t the best historian so there was a question as to the validity of the information being provided to health care professional (hcp).¿ it was noted that there was no known accident or incident related to the complaint. Additional information received reported that the patient had the ins replaced. It was noted that a short circuit was still present. It was further noted that the short circuit was on 2 bipolars. It was noted that the patient had the right side off and it was unknown if the patient was still experiencing shocking. It was noted that the battery and the extension had been replaced. It was further noted that the short ¿must be in the lead.¿ additional information received reported that throughout the last six months the patient had short circuit, high impedances, and shocking in pocket. It was noted that the reason for removal was due to shocking in the pocket. It was further noted that it was not normal battery depletion. It was noted that the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va01zjk, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.